Event description:
Bard port infus-a-port was being implanted. The peel-away sheath would not peel away. After multiple attempts at breaking it open to peel, it began to tear on either side to separate from the sheath. This continued approx halfway down the sheath at which point one handle had pulled off. This was grasped and incised for the remainder of the peelaway length.